Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata. Device status unknown.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately nine (9) months post initial procedure, the patient was treated for a type ia endoleak with an additional afx limb and a suprarenal afx device implanted on (B)(6) 2015. Reference MFR. Report # 2031527-2015-00075 for this event. Now approximately six (6) years post initial procedure, the patient presented with severe stenosis within the graft and a type iiia and iiib endoleaks. The physician elected to treat the patient by explanting the afx devices on (B)(6) 2020. The patient reportedly tolerated the procedure well. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was explanted but not returned, therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Attempts were made to obtain medical records and medical images but no response was received from the hospital. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. However, due to the use of the strata material, this may have caused or contributed to the reported type 3a and 3b endoleaks. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b1: adverse event/product problem has been updated. H3: device evaluated by manufacturer has been updated. H6: device code: remove code 1506. H6: result code: remove code 3233. H6: conclusion code: remove code 11 h3 other text : device was explanted but was not returned.